Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the unit turns off automatically. The patient reports that hours after it's on and hurting so bad, the patient will check and discovers its off. The patient reported that she doesn't turn it off herself. The patient reports that this happened in (B)(6) of 2016 and again (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.